Manufacturer narrative:
The lot number was provided and a lot history review was performed. For the reported information, the device was not returned. However, a medical record was provided and reviewed. Approximately six years post deployment, a CT chest without contrast was performed which showed one of the tines of the ivc filer had fractured and had migrated to the distal subsegmental branch of the right lower lobe pulmonary artery. Therefore, the investigation is confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced detachment of a filter limb. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient's weight was not provided.